Event description:
Recently the pt's PICC line broke. The break occurred before the wing that inserts into the clave (on the opposite end of the insertion site). Since (B)(6) 2018, intervention radiology (ir) has reported six of these lines breaking, all in the same spot. All products have had a lot number starting with 8, but have been from different lots. Three out of the six lines have been saved and returned to cook for an investigation. The rep swapped out all stock, so we only have product with lot numbers starting with 9 now. To this point, there have been no events with the new stock. These events all required patients to have the line removed and a new line placed. This puts them at an increased risk of infection. Furthermore, three out of the six lines were on the same patient. Per hospital, the rep has been very responsive. The previous two lines were picked up by the rep and he will pick up the third line next week. The rep switched out our entire stock in less than 24 hours.